Event description:
Our customer, I-flow corporation, reported that they found what they believe to be faulty seals on the foil pouches. They reported that this was discovered during a packaging validation. They expressed concern regarding a possible sterility compromise.

Manufacturer narrative:
Reference MFR report # 3029160-2008-00001